Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post-implant, the patient was in the outpatient clinic and a routine x-ray was taken, which revealed a sharp angle of the percutaneous lead at the pump end bend relief. It was also reported that fluid could be palpated on the external portion of the percutaneous lead. The following evening, the vad coordinator noted a decrease in pump speed recorded in the system controller log file. The next day, the manufacturer's technician tested the percutaneous lead for electrical continuity and found that manipulation of the yellow wire resulted in a reduction in pump speed. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.